Manufacturer narrative:
H.6. Investigation: customer returned (2) 1/2cc, 8mm, 31g relion syringes in an open poly bag from lot # 9105576. Customer states that there was clear liquid in barrel and came out of needle when depressing the plunger. Both returned syringes were examined and no foreign matter was observed in or on either of the syringes. Both samples were also tested and no foreign matter came out of the cannula when the plunger was fully depressed. A review of the device history record was completed for batch# 9105576. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
Material no. 328509 batch no. 9105576. It was reported that during use of the relion® insulin syringe there was clear liquid in barrel and came out of needle when depressing the plunger. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported seeing clear liquid when he pushes on plungers. This occurred prior to injection. Liquid located inside barrel being pushed onto needle 3 syringes affected, (did not use).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# (B)(4). All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 328509, batch no. (B)(4). It was reported that during use of the relion® insulin syringe there was clear liquid in barrel and came out of needle when depressing the plunger. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: consumer reported seeing clear liquid when he pushes on plungers. This occurred prior to injection. Liquid located inside barrel being pushed onto needle 3 syringes affected, (did not use).